Event description:
It was reported that a pt experienced vns stimulation constantly due to unk reason. Furthermore, the pt's mother stated the pt is prone to keloids and has one present at the chest incision site that has become red and painful. The pt had previously seen another neurologist about a year ago and diagnostics were within normal limits. Furthermore, the pt was recently evaluated by a new neurologist who indicated the pt's vns was not functioning as expected and the cause of the pt's device constantly stimulating was unk as device diagnostics had not been performed at the office visit. At the moment it is unk why the new neurologist believes the pt's device is not functioning as expected and revision surgery is likely. Good faith attempts to obtain additional info from the neurologist have been unsuccessful to date.